Event description:
It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure under transesophageal echocardiography (tee) guidance, and a 27mm watchman flx pro closure was implanted. The patient was placed on dual antiplatelet therapy (dapt) following the procedure. At the 60 days routine follow-up, tee identified a device-related thrombus (drt) on the closure device. No further information was available at the time of this report.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure under transesophageal echocardiography (tee) guidance, and a 27mm watchman flx pro closure was implanted. The patient was placed on dual antiplatelet therapy (dapt) following the procedure. At the 60 days routine follow-up, tee identified a device-related thrombus (drt) on the closure device. No further information was available at the time of this report.